Manufacturer narrative:
Reported event: an event regarding crack/fracture involving a exeter stem was reported. The event was confirmed via evaluation of the returned device and clinician review of the provided medical records. Method & results: product evaluation and results: visual inspection: visual inspection of the returned device indicated that the stem is fractured at the midway point. Plastic surface deformation consistent with micro-motion at the stem-cement interface was observed on the surfaces of the stem. This abrasion is indicative of cyclic stress-strain ultimately leading to fatigue fracture of the stem. Clinician review: a review of the provided medical information by a clinical consultant indicated: "relevant clinical history and timelines: x-rays that are unlabelled and undated showed a cemented exeter stem with an obvious fracture in the middle 1/3 of the stem. [¿] root cause and confirmation: the root cause cannot be determined without additional medical information. The event, a fracture of an exeter stem, can be confirmed from the x-rays." Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to fracture of the exeter stem. Visual inspection of the returned device indicated that the stem is fractured at the midway point. Plastic surface deformation consistent with micro-motion at the stem-cement interface was observed on the surfaces of the stem. This abrasion is indicative of cyclic stress-strain ultimately leading to fatigue fracture of the stem. A review of the provided medical information by a clinical consultant indicated: "relevant clinical history and timelines: x-rays that are unlabelled and undated showed a cemented exeter stem with an obvious fracture in the middle 1/3 of the stem. [¿] root cause and confirmation: the root cause cannot be determined without additional medical information. The event, a fracture of an exeter stem, can be confirmed from the x-rays." No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient presented with stem fx and pain. Xray shows fx. Patient is male 77years old left side weight 108kg. It was reported that a revision was required.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient presented with stem fx and pain. Xray shows fx. Patient is male (B)(6) years old left side weight 108kg. It was reported that a revision was required.